Event description:
It was reported that the patient had an unwitnessed syncopal event around 4:00pm on (B)(6) 2023. The patient had complaints of a right sided headache since the weekend, but blood pressure was stable and computed tomography (CT) scan of the head was negative for acute process. The patient was admitted for further evaluation. History of epilepsy was noted but the patient denied prodromal symptoms. The syncopal event was initially thought to be cardiogenic related to the left ventricular assist device (lvad), but it was later reported that the cause of the syncope was unclear. The patient was discharged on (B)(6) 2023 then readmitted on (B)(6) 2023 with the same issue. A repeat CT scan on (B)(6) 2023 was also negative. The patient reported drinking 2 green smoothies with vitamins. The patient was counseled on vitamin k and green intake. No seizures were noted, and left ventricular assist device (lvad) interrogation was unremarkable. A heparin drip was started for subtherapeutic international normalized ratio (inr) and intravenous fluids were given for possible dehydration. No signs of thrombus were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.